Manufacturer narrative:
(B)(4). The customer did not retain a record of the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the tube's flange broke off and the trach could slide out. The patient's tube was removed and replaced.